Manufacturer narrative:
A visual inspection was performed on the returned guide wire, and the reported peeling and material too soft, flexible or prolapse were unable to be confirmed. There was no damage noted to the guide wire during the inspection prior to preparation of the wire which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaint reported from this lot. The investigation determined the reported difficulties and noted wire damages appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a totally occluded tibial artery. When advancing the hi-torque command es guide wire (gw) it prolapsed. A support non-abbott guide catheter that was already in the patient, was used in an attempt to straighten the guide wire, but unsuccessful. It was then noted that the hydrophilic coating sheared off. The wire and guide catheter were removed together as a single unit. A new wire was used to successfully complete the procedure. The patient is fine. There was no adverse patient sequela reported. No additional information was provided.